Event description:
It was reported that a chest computerized tomography (CT) scan was showed a foreign body in the patient's heart. When the clinician removed the port, they found that the catheter had broken near the connection with the port. The doctor discovered the problem and performed an interventional surgery to remove the catheter in time. There was patient involvement, and there were unknown signs or symptoms experienced, and no casualties.

Manufacturer narrative:
H6: the device was not returned for analysis. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The customer provided two photos for evaluation. The photos confirmed there was breakage of the catheter. The most likely/suspected cause of the customer reported issue is related to the instruction for use (IFU) for the device provided in the previous surgery clarifying that if the catheter has tension, it will increase the possibility of kinking or fracture. Since the sample complaint was not returned for evaluation, the failure mode cannot be attributed to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
D9 - date returned to mfg: 7/15/2025. H3 and h6 codes - updated. One used device was returned for investigation. The returned pictures showing that there was port with a torn catheter. The devices were visually inspected and dried blood residuals were observed. A portion of the catheter was observed inserted in the port the damage has a clean lining. The observation made on the sample is different than those of the returned image. No additional damage or anomalies were observed. The customer reported complaint of broken catheter can be confirmed. The probable cause of the damage is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.